Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the distal right coronary artery (rca). The physician inflated the balloon once to 8 atms when it ruptured. The procedure was completed with a different device. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The device was discarded at the user facility, thus a returned device analysis could not be conducted. The root cause of the event could not be determined.